Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument firing knobs were retracted and the black retract knobs were broken from the instrument. Functional testing found that the knobs were manually assembled onto the instrument and held in place for testing. The instrument was successfully loaded with a representative loading unit. The instrument successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. It was reported that the return knobs were broken and a component disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when an instrument is applied to a thick tissue and knobs are unevenly pushed back for retraction. The retraction force applied to one side of the knobs creates a point of failure at the center of the component as experienced. Therefore, a user fault (cause) is assigned for mishandling of the instrument during the clinical procedure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open thoracotomy procedure, the black return knob fell off on the left side while reloading on the back table. A new handle was used to resolve the issue. There was no patient injury